Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and four inappropriate shocks. The patient had atrial fibrillation (af) with rapid ventricular response (rvr). The delivered therapy did not accelerate the rhythm and the shocks initially converted the af but it would return. Technical services (ts) recommended programming changes for this device. The ICD remains in service. No additional adverse patient effects were reported.